Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: sales representative present during surgical case. Sleeve gastrectomy. Surgeon used idrive handle, adapter, with egia 60 amt reload. Md clamped onto tissue, pushed green button, stapler fired but only about 10mm of staple load (partial fire) and would not subsequently fire. Then surgeon removed the partially fired reload and reloaded with a new load, process repeated, and again only a partial fire. Removed that staple load, set idrive aside and use a manual egia stapler without issue. There was no bleeding more than 500cc there was no notable tissue damage. There was no delay in operating room time more than 30min. No reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).